Event description:
The customer contact reported a tubing ruptured while in use with a power injector. A patient was undergoing CT scan using a power injector delivering 100ml of isovue at a rate of 3ml/sec. Approximately halfway through the procedure, the tubing ruptured and contrast sprayed into the healthcare provider's eyes. The healthcare provider's eyes were flushed with water. There was no reported adverse effects to the healthcare provider or to the patient. No medical interventions were required. The CT scan was rescheduled and completed on an unspecified date. Though requested, no additional information was provided.

Manufacturer narrative:
The sample was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.